Event description:
Per the clinic, the patient experienced a wound dehiscence after sustaining trauma to the cochlear implant side of the head in january 2022 and was subsequently treated with topical antibiotics (specific date and duration not reported). Explant and reimplantation is planned but has not taken place at the time of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on august 09, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the r/s. Subsequently, the device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on september 5, 2022.